Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 05/30/2012 by fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that one day following intraocular lens (iol) implant surgery, the lens rotated. At one week postoperative, the lens was noted to be still misaligned and the patient's refraction was off target. Additional information was received from the clinic director who reported the lens was exchanged for the same model, different power lens. The replacement lens also rotated off-axis; however, the surgeon is not planning any additional surgery since the patient is satisfied with the current vision. Additional information has been requested. There are two medical device reports associated with this event. This report is for the replacement lens.